Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication and difficult to operate during use. The following was reported by the initial reporter: "it was reported no insulin flow when priming, stated, has difficulty attaching some of her pen needles verbatim: consumer reported, no insulin flow when priming stated, has difficulty attaching some of her pen needles."

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication and difficult to operate during use. The following was reported by the initial reporter: "it was reported no insulin flow when priming, stated, has difficulty attaching some of her pen needles. Verbatim: consumer reported, no insulin flow when priming stated, has difficulty attaching some of her pen needles."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.